Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels as low as 45 mg/dl. Reportedly, the cause of the bg levels were due to a new exercise regime. The customer addressed impacted bg levels by consuming glucose tablets and drinking juice or soda. The customer reported that pump settings were adjusted by the doctor to addressed impacted bg level.